Manufacturer narrative:
(B)(4).

Event description:
The customer stated that physicians were questioning low results for patients tested for na+ electrode (na+) on a cobas integra 400 plus. The customer sent 9 patient samples to a sister laboratory using an unspecified roche instrument for testing. Based on the data provided, 8 patient samples were erroneous when compared from the customer¿s integra 400 plus and the instrument in the sister laboratory. The erroneous results had been reported outside of the laboratory. All the patients were outpatients. The customer does not have information related to adverse events. There was no allegation that an adverse event occurred. The na+ electrode lot number and expiration date were not provided. The na+ electrode had been replaced "last week." The field service engineer (fse) visited the customer site and was unable to duplicate the issue. Ise solutions were verified. O-rings and ise wash time were checked. Ise mix and dry pressure along with ise calibration were verified. Quality controls for na+ and all other assays were well within range. The fse ran a precision test using 10 patient samples on the customer¿s integra 400 plus analyzer, a 2nd integra 400 analyzer, and a cobas 6000 c (501) module. The results from the integra 400 analyzers were about the same but there was a positive bias with the results from the c501 module. The customer will continue to monitor na+ results.

Manufacturer narrative:
The customer's last preventive maintenance was on (B)(6) 2016. The unspecified roche instrument the customer used for repeat testing was a cobas 6000 c (501) module. The customer is no longer having any issues. A specific root cause could not be identified. Additional information was requested for investigation but was not provided. Quality control results were acceptable. Possible root causes may be related to the sample or maintenance of the instrument.